Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed carbohydrates prior to the ER visit to address bg, and was treated with intravenous fluids of saline while in the ER. Customer was discharged from the ER six hour later with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned.